Event description:
A physician reported a local adverse event related to treatment with bovine collagen for intradermal augmentation. The pt was skin tested in 99 with no response at either test site. In 1999 the pt was treated with 1.0 ml of the product in the glabella and nasolabial folds. On 8/25/99 the physician noted the symptoms of redness, swelling, and pruritus at the treated sites. The physician indicated that the symptoms were product related. On 10/15/99 the pt was treated with intradermal celestone and oral antihistamines. These treatments were judged to be partially effective. There were no systemic symptoms.